Manufacturer narrative:
Clinical evaluation performed by medical affairs on 23 march 2018; infection occurred 3 months after intervertebral body fusion surgery. Infection is a known possible adverse event following every surgery, including spine surgeries. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch review performed on 29 march 2018; lot 140603: (B)(4) items manufactured and released on 14 may 2014 expiration date:2019-03-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectalif anterior stand-alone tipeek cage 27x35x12 lordosis 15° reference 03.31.027 (k160605) lot 143344:50 items manufactured and released on 05 sept 20014. Expiration date: 2019-07-31 no anomalies found related to the problem. To date, 35 items of the same lot have been already sold without any similar reported event. Mectalif anterior stand-alone screw diam.5x25 (double packaging) reference 03.30.121 (k124034) lot 148227: 120 items manufactured and released on 05 sept 2016. Expiration date: 2021-08-24 no anomalies found related to the problem. To date, 16 items of the same lot have been already sold without a similar reported event (2 items of this lot involved in this complaint) mectalif anterior stand-alone screw diam.5x30 (double packaging) reference 03.30.122 (k124034) lot 140626 164 items manufactured and released on 07 august 2014. Expiration date: 2019-06-30 no anomalies found related to the problem. To date, 137 items of the same lot have been already sold without any similar reported event (2 pieces of this lot involved in this complaint)

Event description:
About 3 months after primary the surgeon revised the patient for an infection. The surgery was completed successfully.